Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was due to a configuration issue. A technical support specialist updated the time to resolve the issue and subsequently contacted the customer regarding master case (B)(4). Currently, the situation is being monitored to ensure that everything is operating correctly. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, time was off on their station by 12 hours, preventing users from accessing medication for a patient. This incident did not result in any delays to patient care. There were no adverse events or injuries reported based on this event.